Manufacturer narrative:
Correction: previous supplemental report inadvertently left out the b5 update. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Nothing is gripped between the gripper and the tip of the probe during seal & cut output. Due to the condition (including tissue cuts), the tissue pad was worn, partly peeled off, and torn. 2. The tissue pad was cut and part of it fell off due to the load applied to the torn tissue pad. This following information is included in the instructions for use (IFU): - "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." - "when cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor the performance of this device.

Event description:
The customer reported to olympus that the sonicbeat 5 mm, 35 cm, front-actuated grip tissue pad was ¿abnormally worn and partly fell inside the body.¿ the reported issue occurred 30 minutes into a therapeutic laparoscopic hernia repair procedure. The fallen part was retrieved. The procedure was subsequently completed with a similar device with no delay. The device was inspected prior to use with no abnormalities observed. Intelligent tissue monitoring was on, as reported. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation the following manufacturing records were reviewed for lot number 31k: process inspection sheet, quality inspection slip, non-conforming product processing table, concluding that no abnormalities were found. Since the piece of the tissue pad that fell off was not returned, the event of the tissue pad falling off was not able to be confirmed. Possible causes: 1. When nothing was grasped between the grip and the tip of the probe (including after the tissue was cut), the tissue pad was worn and partly peeled off because the grip was closed and ultrasonic waves were output, a tear occurred. Or 2. The tissue pad was cut and part of it fell off due to the load added to the torn tissue pad. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related complaint: (B)(4), sonicbeat 5 mm, 35 cm, front-actuated grip, lot unknown.

Event description:
The customer reported to olympus the sonicbeat 5 mm, 35 cm, front-actuated grip tissue pad was ¿abnormally worn and partly fell out of the body¿. The reported issue occurred 30 minutes into a therapeutic laparoscopic hernia repair procedure. The procedure was subsequently completed with a similar device with no delay or any additional medical intervention. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Upon further review, due to error in translation, this report is being supplemented to correct and update fields: b1, b2, b5, h1, h6.